Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that this left ventricular (lv) lead was associated with high out-of-range pace impedance measurements. The lv pacing configuration was reprogrammed, which resulted in a satisfactory measurement. The representative reported difficulty obtaining lv capture at maximum outputs and pacing inhibition; a boston scientific technical services consultant (ts) discussed that might be a result of right ventricular (rv)-lv timing being affected by rv noise being sensed from a newly-implanted left ventricular assist device. An electrophysiologist was to be consulted regarding additional options to pursue.